Event description:
Healthcare professional reported "rupture" for a non-(B)(6) device. This record is for an unknown side. The device was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).